Event description:
The density of the pt's cataract made it difficult to calculate the correct iol power. During post-op eval, the eye was re-measured and it was determined that a different power lens was required. The initial lens was removed and replaced with the second lens.